Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 94 mg/dl. Customer was assisted in performing a displacement test and failed. Customer received an alarm again when attempting to navigate through the rewind process on his pump. The customer was advised that the device would be replaced.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm was noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.